Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for alinity c calcium2 reagent lot: 74314ud00 did not identify an increase in complaint activity related to the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Device history record review did not identify any non-conformances or deviations associated with lot 74314ud00 and the complaint issue. Accuracy testing was completed for the complaint lot 74314ud00 using an in-house retained kit stored at the recommended storage condition. All specifications were met, indicating that the lot is performing acceptably. A review of the labelling addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c calcium2 reagent lot 74314ud00 was identified.

Event description:
The customer reported falsely elevated alinity c calcium2 results on two patients, that were not reported to medical provider. The following data was provided. (B)(6) 2026, sid (B)(6), 86 years old female, initial result = 3.79 mmol/l, repeat results 2.82,2.75,2.58 mmol/l. (B)(6) 2026, sid (B)(6), 82 years old female, initial result = >6.0 mmol/l, repeat results=4.27,3.60,2.97 mmol/l. Reference range = 2.20 to 2.55 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c calcium2 results on two patients, that were not reported to medical provider. The following data was provided. (B)(6) 2026, sid (B)(6), 86 years old female, initial result = 3.79 mmol/l, repeat results 2.82,2.75,2.58 mmol/l. (B)(6) 2026, sid (B)(6), 82 years old female, initial result = >6.0 mmol/l, repeat results=4.27,3.60,2.97 mmol/l. Reference range = 2.20 to 2.55 mmol/l. No impact to patient management was reported.